Event description:
Consumer reported symptoms of vomiting, cramps and hives, all symptoms were gone within the day. She was seen by the doctor but was not hospitalized. Consumer said, the doctor stated she might have tss.